Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message and emitted beeping tones due to a premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. A device replacement is planned but the procedure will be procrastinated as much as the remaining battery capacity allows to. This s-ICD remains in service and no adverse patient effects were reported.